Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation which was confirmed through chest x ray and fluoroscopy. The perforation targeted to the rv apex into the pleural space. The device or procedure contributed to the patient complication as when rv lead went through the apex of the heart and through the pericardial sac. Furthermore, the patient experienced bleeding or hematoma, discomfort, pain, and minor pleural effusion. Medication was also administered. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities and stylet insertion test passed without issue. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation which was confirmed through chest x ray and fluoroscopy. The perforation targeted to the rv apex into the pleural space. The device or procedure contributed to the patient complication as when rv lead went through the apex of the heart and through the pericardial sac. Furthermore, the patient experienced bleeding or hematoma, discomfort, pain, and minor pleural effusion. Medication was also administered. This rv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.